Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to vegetation and infection. No additional adverse patient effects were reported. The ra lead was explanted.